Event description:
Attorney alleged the patient developed an epidural hematoma within 4 hours of her neurostimulation trial surgery. The patient's lead was explanted. The patient alleges to be paraplegic. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).